Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report

Event description:
Doctor revised an accolade tmzf stem with a 36 +5 cocr head. This head was recalled recently by stryker. The trunnion on the stem was worn down to the point it was not safe to put another head on. We had to revise the whole stem.